Event description:
Related manufacturer reference number: 3006705815-2023-08294. It was reported the patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.